Manufacturer narrative:
Final analysis of the extension revealed the ¿#0 conductor wire was broken on the distal side at the coiled to straight wire transition.¿ final analysis of the implantable neurostimulator revealed it was ¿functionally okay¿ and had ¿insignificant anomalies.¿

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was out for dinner, turned his head, and subsequently felt a shock. The stimulator was on, but the patient had a return of tremor. The patient was seen in the office and found with positional movement of the neck, there was an impedance issue with contact 0. The patient's device was programmed to contact 1, but the benefit was not optimal. The patient was scheduled for surgery on 2013 (B)(6) to replace the stimulator and the extension. It was further reported that neither lead nor extension were fractured. The cause was not determined. It was further reported that the patient¿s revision did occur and the patient was receiving effective therapy. The impedance issue was resolved.

Manufacturer narrative:
Product ID: 3387s-40 lot# v296975, implanted: 2009 (B)(6), product type lead product ID: 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 37642 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.